Event description:
Customer received a result of hi (greater than 33.3 mmol/l) and 31.1 mmol/l on the mobile system, a result of 11.5 mmol/l on a professional meter within 10 minutes. On a different date the customer received a result of 28.6 mmol/l on the mobile system, and a result of 9.6 mmol/l on a professional meter within 10 minutes. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.